Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device was in reset mode and could not be interrogated. The device was successfully restored and is functioning normally. It was also noted that the patient had undergone multiple radiotherapy treatments within the year. There were no reported consequences to the patient.